Event description:
It was reported that the patient presented in-clinic with a complaint feeling pulsing and beating around the device. A device interrogation revealed that the right atrial (ra) lead exhibited low pacing impedance. The lead underwent an automatic polarity switch to unipolar and capture threshold became elevated causing the device to go into a high output mode. Programming interventions were made, and no further muscle stimulation was noted. All lead parameters were normal. The patient will continue to be monitored.